Event description:
It was reported that during an acl reconstruction surgery, the tip of the cutter head was broken and fall off in the joint cavity when use. The broken part has been removed with a curved forceps with the help of the arthroscopy, resulting in longer surgery operation time. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
An evaluation was performed by smith and nephew and could confirm the customer complaint for the tip of the cutter head was broken and fell off. A visual inspection was performed and showed the tip off the device was completely broken off from the shaft of the probe. This damage is caused by contact with another source or excessive force applied to the tip. The investigation identified no cause in the smith and nephew process that can cause or contribute weakening to the device tip. No manufacturing related defects were observed.

Event description:
It was reported that during surgery, the tip of the cutter head was broken and fall off in the joint cavity when use. The broken part has been removed, resulting in longer surgery operation time. There was no backup device available. No patient injury reported. No significant delay was reported.